Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00978. This medwatch is being filed to relay additional information. Review of the most recent repair record identified the following related repair: the tech confirmed the unit would not ratchet and found that the handle and carrier guide were corroded. Tech replaced the handle, ratchet gear, and carrier guide. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to maintenance deficiencies. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported the unit is not ratcheting. No harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Once the investigation is complete, a follow up/final report will be submitted.